Event description:
Ous MDR - it was reported that the pantera pro could not cross a severe calcified lesion (95% stenosis degree) in the medial rca.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is well folded,shows no signs of inflation and that its crossing profile complies with the specification. The review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause was determined. Based on the information provided by the physician the remaining lumen diameter in the target lesion was smaller than the crossing profile of the complaint instrument. The reported difficulty in lesion crossing is thus most likely related to high degree stenosis.